Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced hyperglycemia. Customer's blood glucose level was about 400 mg/dl at the moment and not felt well so she was not able to provide any further details but to answer her query regarding her test strips not working properly with her meter. When asked for the serial number of her pump, she refused to provide. When about to asked further details on what actually was the problem with her test strip and meter, she suddenly mentioned that it was all good and she did not required further help and then hang up the call. Insulin pump will not be returned for analysis.